Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Additional narrative: update rec'd 9/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone, fluid collection, metallosis, and corrosion debris at the femoral head taper junction. A stem and sleeve are now being added to address allegations of corrosion. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: patient was revised to address squeaking in the hip and elevated ion levels. Doi: (B)(6) 2004; dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search found one additional complaint against the metal liner. Per wi-3430, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address squeaking in the hip and elevated ion levels.

Manufacturer narrative:
Devices associated with this report were not returned. A complaint database search found other reported incidents against the provided metal head lot code. Per wi-3430 a review of the device history records for the head is no longer required. A complaint database search finds no other reported incidents against the liner product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the stem and sleeve as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.